Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 24mm from the tip. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10-apr-2019. It was reported that crossing difficulties were encountered. The 87% stenosed, 2.5x21mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion contained less than equal to 45 degrees bend. A 2.00mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed balloon pinhole.